Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, bad battery, weak battery or failed battery test alarms or blank display noted during testing. All the buttons functioned properly and no moisture damage on keypad traces, electronic assembly or motor. The insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted during testing. The insulin pump had cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the insulin pump was exposed to moisture. The customer's mother reported that the insulin pump had a blank display. The customer's mother reported that they received no delivery alarm, weak battery alarm and bad battery alarm. The customer's blood glucose was 485 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose by bolus. The customer's mother performed self test and the insulin pump passed. The customer's mother stated that the insulin pump was not blank at the time of call. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.